Manufacturer narrative:
This report has been identified as event one of b. Braun melsungen ag internal report # (B)(4). Summary of root cause analysis: as no sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 20e27ge221, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): event 1 overinfusion administered the treatment faster than 10ml/hour. Filled to 240ml, the diffuser was to be used for 24 hours but was finished after 7pm. The pump was empty 19 hours after the start.